Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer had keypad issues with their insulin pump. The buttons of the device stopped functioning. The customers blood glucose level was at 120 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.